Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there has been an issue with the insulin pump for the past year where sometimes it doesn't deliver insulin. At the time of the incident, the customer's blood glucose was 619 mg/dl. The caller said that the pump sometimes does not register or it will alarm no delivery. She also mentioned that the customer's blood glucose would elevate without a no delivery alarm. During no delivery troubleshooting, the customer had discarded the set/reservoir so could not tell if the alarm was resolved by a set change. The reservoir will not be returning for analysis.